Manufacturer narrative:
Unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed from the bottom case and the top case was cracked. Functional testing found that the device exhibited a "fail e safe resource" error message at power up. The investigation determined that the main printed circuit board not operating as intended was the cause of the reported issue. The printed circuit board was replaced. Preventive maintenance was also performed and the device then passed all functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device had an error code fail safe invalid. No patient injury reported.